Event description:
In 2000 following a routine coronary angiography and angio-seal deployment, the pt was discharged with no complications. The pt was readmitted one week later with severe sepsis at the puncture site with evidence of distal embolization. The pt was treated with IV antibiotics, but failed to respond and required surgical debridement and removal of the device. The pt showed good post-operative recovery with no complications.